Manufacturer narrative:
The device was not evaluated by stryker. Stryker provided the customer with a repair quote; however, the customer declined to have the device repaired. The device remains with the customer. A root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device displayed a blank white screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.